Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had chronic driveline infections starting on (B)(6) 2014. The patient had been treated with keflex, cefepime, and minocycline, throughout the course of treatment as long-term antibiotic therapy as well as IV antibiotics in the past. The patient's pump was explanted on (B)(6) 2015 due to pseudomonas from aspirated fluid around the pump. The customer reported that they had turned the patient's pump speed down several days pre-explant and saw sufficient recovery.